Manufacturer narrative:
Additional information provided in h.6. And h.11 the product was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported about blockage in cassette as vacuum would not increase despite adequate gas supply at 100 pound- force per square inch (psi) during vitrectomy surgery. The surgery was completed on the same day by performing passive extrusion using a backflush instrument. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The returned cassette was visually inspected, and cracks were observed on the clear plastic portion of the infusion chamber area. These cracks were located in the lower clear section of the cassette and appeared as distinct fracture lines extending upward from the base of the infusion chamber compartment. The appearance of the cracks was consistent with brittle-type fractures rather than surface scratches or cosmetic marks. Further inspection of the weld area between the infusion chamber and the pinch plate showed signs of an uneven or inconsistent ultrasonic weld. When the weld does not distribute energy evenly across the joint, localized stresses can develop in the surrounding plastic. These stresses can lead to small cracks forming in the thinner areas of the cassette below the weld. The location and pattern of the cracks observed on the returned sample are consistent with this type of stress-related fracture. The investigation conducted a non-conformance review of the reported lot number. No deviation was identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. The investigation determined that the most likely cause of the cracks in the infusion chamber area was an uneven distribution of ultrasonic energy during the welding process. When the weld energy is not applied uniformly, it can create localized stress in the surrounding plastic. As the material cools, these stresses can result in brittle fractured lines, such as those observed on the returned cassette. Localized vibration or pressure differences during the ultrasonic weld cycle. No further investigative or manufacturing actions are warranted at this time. Current tracking indicates no adverse trend for this lot for this event. Each final assembled cassette undergoes leak and flow testing after final assembly to detect and reject non-conforming assemblies, which serves as a control to mitigate recurrence of weld-related issues. In addition, in-process manufacturing controls remain in place and are performing within expected limits, providing further assurance that non-conforming welds are identified and removed prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).